Manufacturer narrative:
The erbe integrated electrosurgical unit generator was returned and analyzed. The reported failure (m-36 error) was confirmed, but not reproduced. The monopolar 3 socket failed instrument detection. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted kidney reimplantation surgical procedure, the customer had a lot of m-36 errors on the erbe generator, and the monopolar energy did not work. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the log files and found many instances of m-36 and 2-8a errors. The customer replaced the cautery cable and power cycled the erbe generator, but the error reappeared. The customer used a force triad generator to complete the surgery. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. There was no consequence to the patient. A different scalpel/bistouri was used until the problem was resolved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the intermittent generator errors and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.